Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced vibrator anomaly. The customer's blood glucose value was unknown. The customer was assisted with performing a self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The vibration functioned properly. No vibration anomaly was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.